Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user experienced post-meal hyperglycemia with blood glucose (bg) levels of 354 mg/dl after waiting more than 30 minutes to announce the meal to the ilet device. The delayed meal announcement caused the ilet to deliver additional correction insulin, after which the user developed hypoglycemia with bg levels of 53 mg/dl. The user was treated with 15 grams of glucose tablets and juice every 15 minutes until bg normalized. Caregiver requested additional training with certified diabetes specialist (cds). No medical intervention or hospitalization was required. No long-term health effects were reported.